Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress testing with known good cables, leads, and ECG simulator without duplicating the report. An internal inspection found no discrepancies. The analog board was recommended to be replaced as a precaution. The electrode pads used were not returned as part of this investigation. The customer declined repair and the device was returned labeled 'not for clinical use'. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.